Event description:
It was reported that pump experienced malfunction with non-resettable malfunction code. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode, to program pump settings and reconnect continuous glucose monitor on replacement pump, and was sent replacement pump with instructions to return malfunctioning pump using prepaid label.